Event description:
It was reported the programmer will intermittently fail to boot up. It was also reported software can not be updated via usb (universal serial bus) or web. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer will not boot up; programmer booted up consistently with no issues. Analysis confirmed the programmer will not update software via sdn (software distribution network); programmer hangs during the update. Software was reloaded to resolve software update issue. Analysis found the keyboard was pulling apart at the right hinge pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.